Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous and calcified coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out and more dilatation was done. When the device was about to be reinserted, it was noticed that there was a strut lifted up in the middle of the stent. Another 3.00 x 38 synergy ii drug-eluting stent was then used to complete the procedure. There were no patient complications reported and the patient's status was fine.